Manufacturer narrative:
Updated g3. H6: investigation findings: code c19 was added. The c21 is no longer applicable. Code d15 added in investigation conclusions. Updated b5, the incident description. Gore has finished the investigation and results stated as the following: a phr review for this device (serial (B)(6)) was completed, the review of the manufacturing records for this device verified that the lot met all pre-release specifications. Engineering evaluation could not be performed as the device remains implanted. Further, an imaging task of a non-clinical radiographic file was evaluated, but no dicom images were provided: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. The imaging summary was studied by mpdimaging team, it is not conclusive to find a root cause related to the devices. No ruptured area was seen in this images evaluation. With the information given above, the reported aneurysm rupture is not able to conclude due to missing relevant information and no device is returned. The initial reporter has been contacted in order to receive more information on the event and patient details. Per the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to: aortic rupture, death, dissection, or rupture of the aortic vessel and/or surrounding vasculature.

Event description:
It was reported to gore that the patient underwent 2 procedures. The primary aneurysm was ~89mm in size and had already ruptured once at 2021, at an unknown date. The patient had 2 stent grafts (cook® medical) implanted in 2021. And later, a gore® tag® thoracic branch endoprosthesis [tbe], using tsb081506e (thoracic side branch component) & tac084515e (thoracic stent graft), was implanted on (B)(6) 2025, in a patient with a history of hypertension. This procedure was completed successfully. However, it has been implanted despite a very difficult anatomy. Reportedly, the patient died 5 days after tbe implantation because of an ruptured thoraco-abdominal aneurysm. It was additionally reported: - patient was treated within the IFU for the tbe procedure, - no endoleak was present during or post-procedure of the tbe implant date, - the tbe was used for the supply of the thoracic section, the aneurysm was in the thoraco-abdominal area, - there was no issue during the implant procedure for the side branch (tsb081506e) observed.

Manufacturer narrative:
Section c: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® tag® thoracic branch endoprosthesis (aortic component). H3: preliminary results are not yet available. H6, b20: engineering evaluation could not be performed as the device remains implanted. H6, b15: imaging task started for clinical images. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent 2 procedures. The primary aneurysm was ~89mm in size and had already ruptured once at 2021, at an unknown date. The patient had 2 stent grafts (cook® medical) implanted in 2021. And later, a gore® tag® thoracic branch endoprosthesis [tbe], using tsb081506e & tac084515e, was implanted on (B)(6) 2025, in a patient with a history of hypertension. This procedure was completed successfully. However, it has been implanted despite a very difficult anatomy. Reportedly, the patient died 5 days after tbe implantation because of an ruptured thoraco-abdominal aneurysm. It was additionally reported: patient was treated within the IFU for the tbe procedure, no endoleak was present during or post-procedure of the tbe implant date, the tbe was used for the supply of the thoracic section, the aneurysm was in this thoraco-abdominal area, there was no issue during the implant procedure for the side branch (tsb081506e) observed, or patency issue observed after implant, and the result was very good.